Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be due to improper tank cleaning and preparation, allergic with latex catheter or catheter encrustation and blockage by bacteria biofilm. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced self limited bleeding after the use of the catheter. The patient also alleged experiencing a staph infection and urinary tract infection. The patient was not seen or treated by a doctor. The patient was not scheduled to see a doctor until later in the month.